Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) to resolve the instrument engagement issue. The system was tested and verified as ready for use. The psm involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer abort after the start of the procedure due to an engagement issue on arm 1. The surgeon elected to abort the procedure.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer had an instrument engagement issue on the patient side manipulator (psm1). The customer reinstalled the instrument, replaced the instrument and restarted the system but issue persisted. The technical support engineer (tse) reviewed the logs and found error 282 on psm1. The tse guided her to reseat the sterile adapter (sa), to replaced the drape and to restart the system, but the issue remained. The tse guided nurse to clean the pogo pins with alcohol and to check that none of them are pressed. After cleaning and checking, the issue persisted. The tse advised the nurse that arm 1 is not usable, and surgeon can use da vinci as a 3-arm system. The surgeon needed all arms for this case and decided to abort the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. The system was checked prior to use and it started up without any errors. The issue occurred 22 minutes before inserting the da vinci instruments. The procedure was aborted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) associated with this complaint and completed failure analysis. Failure analysis investigations was unable to reproduce the reported complaint, but the error could be confirmed in the field error logs. Visual inspection was also performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab software passed. The wrist pulley assembly was replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.